Manufacturer narrative:
Correction to: the accident was reported to occur in ((B)(6) 2017). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got knocked down on (B)(6) 2017 and because of this their leads were messed up. It was determined in (B)(6) 2017 that the lead came done and got messed up. The patient had not been able to use their therapy. The implantable neurostimulator (ins) had been charged since the patient¿s hcp had told them to keep the battery charged. The patient had thought that they meant to keep the implantable neurostimulator recharger (insr) charged from the wall. The consumer was going to call the hcp tomorrow to clarify. A surgery was scheduled for (B)(6) 2017 to replace the leads. The consumer was not sure if they were replacing the ins too. It was stated that pretty much ever since implant ((B)(6) 2016) the ins never got to full charge and it charged only to half. It took 3-4 days for them to sit and charge. The charging became worse since they had the accident when they were knocked down. No fur ther complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient got knocked down on (B)(6) 2017 and because of this their leads were messed up. It was determined in (B)(6) 2017 that the lead came done and got messed up. The patient had not been able to use their therapy. The implantable neurostimulator (ins) had been charged since the patient¿s hcp had told them to keep the battery charged. The patient had thought that they meant to keep the implantable neurostimulator recharger (insr) charged from the wall. The consumer was going to call the hcp tomorrow to clarify. A surgery was scheduled for (B)(6) 2017 to replace the leads. The consumer was not sure if they were replacing the ins too. It was stated that pretty much ever since implant ((B)(6) 2016) the ins never got to full charge and it charged only to half. It took 3-4 days for them to sit and charge. The charging became worse since they had the accident when they were knocked down. No fur ther complications were reported.